Event description:
On (B)(6) 2012, husband reported 3 out of 5 infusion sets from the same box have leaked insulin. The leak originated near the infusion site. Husband was able to see staining of insulin on the infusion set adhesive, and the adhesive was adhered properly to the skin. Patient's blood glucose elevated to 30 mmol/l (540 mg/dl) as a result, and her target blood glucose is around 8 mmol/l (144 mg/dl). Patient changed the infusion set and delivered a bolus to treat hyperglycemia. Patient practices site rotation and does hear an audible click when the tube is connected to the headset. The infusion cannula was not bent after it was removed. The infusion sets were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint describing a leaky at the head set connection cannot be verified, the product meets product specifications. No sample was received for examination. The reference samples were visually inspected and tested for click, flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.